Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional inspections were performed on the returned guide wire. The reported polymer separation was confirmed. The reported difficulty to advance/position was unable to be replicated in a testing environment as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the guide wire separation appears to have occurred during what was described as normal use during the interventional procedure. It appears that the operator did not use the guide wire abnormally although there were limited details provided regarding the steps leading up to the failure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents and/or complaints from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. Based on the cine review and returned analysis, it is likely that during the 100% occluded anatomy was the result of the reported a difficulty to advance and polymer damages. It is also likely that during advancement through the anatomy, the core became kinked and separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% occluded external iliac artery. While trying to recanalize the occlusion, resistance was noted with the anatomy and the tip of the command guide wire separated in the anatomy while the guide wire was in the sheath at the aortic bifurcation. The separated portion was simply withdrawn and the tip was stuck in the occlusion. A snare was used to retrieve the tip. There was no adverse patient sequela. No additional information was provided.